Event description:
Subsequent to the initial MDR, correction and additional information was received on 10/31/2025. Data was further reviewed on 11/3/2025. Data investigation could not confirm an alert/notification settings issue. The sensor session for txid: 433701985089 began on 9/20/2025 at 9:54 pm with low alert changed to 75 mg/dl. The low alert was triggered at 10:15 pm at 45% volume. The low alert continued to sound at 45 percent at 10:20 and 10:25 pm. At 10:30 pm the urgent low threshold was triggered alarming at 45% volume. The alert was acknowledged at 10:34 pm. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 reports of medical intervention that occurred two separate times. Please see related record (B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. This is 2 of 2 reports of medical intervention that occurred two separate times. On (B)(6) 2025, the patient reported not receiving any alerts on his mobile device from the monitoring app. According to the report, the patient's daughter contacted him after noticing that his glucose level had dropped to 45 mg/dl. The patient was asymptomatic at the time. Emergency medical services (ems) were called, and a blood glucose (bg) reading taken by ems showed 43 mg/dl. The patient stated he did not receive any hypoglycemia alerts from the mobile app and was unaware of his low glucose level. He was advised to drink coca-cola and was subsequently transported to the emergency department (ed). Upon arrival, his glucose level had increased to 90 mg/dl. He was monitored in the ed for approximately one hour and, after stabilization, was discharged two hours later. At the time of the report, the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.